Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8590-9, lot # n279572, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that the patient¿s pump was replaced on (B)(6) 2015 and the patient experienced increased spasticity, underdose symptoms, itching mostly of the upper extremities, and feeling of skin burning since the replacement. The patient was treated with oral baclofen and valium. The healthcare provider (hcp) re-explored the pump pocket on (B)(6) 2015 and found a pin hole fracture in the catheter, close to the site of the sutureless catheter. The piece of catheter was removed and a new connector was placed. It was unknown if any other troubleshooting or diagnostic testing was performed. The product issue was resolved. The patient recovered without permanent impairment. The device system delivered baclofen.